Event description:
A patient called lfs alleging that their induo meter was reading inaccurately low. A patient reported blood glucose results of 108 mg/dl with a lifescan meter and 144 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The customer service representative walked patient through two consecutive control solution tests and the results fell outside the specified range. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.